Manufacturer narrative:
This report is submitted on april 10, 2017.

Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to sustaining a head injury. Surgery to replace the magnet is planned but has not taken place at the time of this report, (B)(6) 2017.